Event description:
There was grease and metal shavings that leaked out of the blade shaft and into the pt. The dr had to suction that matter out and continued with the case.

Manufacturer narrative:
The device has not been returned for evaluation. (B) (4). (B) (4).